Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device and heard a crack. The device then failed to open and had to be pulled away from the vein. The vein was sutured and the rest of the procedure was completed with an endocutter device. There were no adverse consequences for the patient reported.